Event description:
It was reported that during a bilateral femur grafting for distal humerus reconstruction, the tip of the reamer shaft broke off inside the reamer head. A back up part was available and that device broke as well. Parts were retrieved and surgery was completed successfully. There were no surgical delays. This is report number 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A device history review was conducted. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the two reamer/irrigator/aspirator (ria) drive shafts 314.743 were returned. The hex tip of both drive shafts is broken off at the base of helix. On both driveshafts the helix is significantly worn. The ria system is intended to clear the medullary canal of bone marrow and debris, size the medullary canal for implants or prosthesis, and to harvest bone and bone marrow in the treatment of osteomyelitis. The condition of the returned drive shafts is consistent with damage due to wear and fatigue. Both drive shafts have a manufacture date of 6/7/2005. As the drive shafts are over nine years old, it is likely that the failure was caused by wear over time. Drawings 314_741 rev. K and drawing 314_741_1_2 rev. B were reviewed and determined to be suitable for the intended design and application. After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the instruments did break, the complaint is confirmed. However, the complaint condition is the wear rather than a design deficiency; the device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.